Event description:
It was reported that an ilet bionic pancreas user experienced hyperglycemia with a device glucose reading of 326 mg/dl and a confirmatory fingerstick of 306 mg/dl about 1.5 hours after an announced meal; the user was using a steel cannula infusion set with recent supply change, confirmed no leaks or kinks, and had adequate insulin on board, and agent review showed the system delivering correction doses with education that regulation could take 1¿2 hours. Symptoms included elevated blood glucose without reported ketoacidosis, syncope, or other acute complications. Outcomes included self-management at home and improvement of glucose to 221 mg/dl without medical intervention or hospitalization. Investigation included review of device-reported dosing and user-reported troubleshooting. Investigation of this case revealed no evidence of infusion set failure, insulin delivery obstruction, or device malfunction, and the event was consistent with postprandial hyperglycemia. It was concluded that the device functioned as designed and that the cause of the hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.